Manufacturer narrative:
A philips response center engineer (rce) obtain the alarm audit log from the customer. A review of the log found that the alarms were paused at 23:47 and resumed at 23:50. There was no product malfunction; this is considered a user issue, as the alarms had been paused at the time of the alleged failure. The device remains at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm for vtach in room (B)(6) at 11:47pm (23:47) on (B)(6) 2019. It was reported that the patient required resuscitation and subsequently expired.